Event description:
Reporter indicated that magnet activations are not working consistently. It was believed that the patient was not using the proper technique when swiping the magnet. Further investigation revealed that on two occasions in 2001 the magnet was swiped and did not elicit a coughing response from the patient. These two attempts were not recorded in the magnet history. Seizures have improved since vns implant and the proper magnet activation technique was reviewed with the patient's parent. No follow up visit with physician is scheduled at this time.